Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
It was reported that the patient's right dorsal wrist was revised due to a broken plate. Inflammatory tissue was noted by the surgeon.

Manufacturer narrative:
Correction: brand name, common device name. The reported event could only be confirmed due to the given x-ray and information. Note: the breakage of the plate occurred almost 10 months after implantation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Unfortunately no further information could be obtained, therefore we are not able to determine the cause of the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's right dorsal wrist was revised due to a broken plate. Inflammatory tissue was noted by the surgeon.